Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient turned stimulation off at night. The patient stated a couple of weeks ago he noticed when he went to turn his stimulation back on , his patient programmer (pp) showed his therapy was already on. The patient stated he called his health care professional (hcp) and technical services. During the call, the patient was able to turn his stimulator on and off as expected with his pp.